Manufacturer narrative:
(B)(4). Date sent: 12/14/2023 d4: batch # 530c35. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with two gst60b reloads present. The reloads (b and c) were received unfired with buttress on the reload deck. The device was tested for functionality in the straight position with the returned reloads and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number 530c35, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 11/20/2023. D4: batch # unk. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a vats lobectomy procedure that the devices were having a tough time closing down on some thick lung parachama. Both a 60mm and a 45mm stapler partially fired while using slr. The 45mm was loaded with a green reload and the 60mm was loaded with a blue reload. Both devices deployed some staples and the knife did cut some tissue but neither completed the firing sequence. A new 60mm with gst60t was used to continue with the procedure. Another 45mm was not needed. No patient consequences reported. No further information is available.